Event description:
It was reported that a patient with an l1 compression fracture more than a year old developed pseudarthrosis. The upper half of the l1 vertebral body had reportedly "become like a triangle figure and ossified". A balloon kyphoplasty procedure (bkp) was performed. The right part of the vertebral body was reportedly hard, but the left was very spongy. As the anterior wall was very thin, cement was injected very carefully. After injecting 2.5ml cement to each cavity, spaces were still evident. During the procedure, it was noted that the bone filler device (bfd) was shallowly inserted and eventually reflux to pedicle was confirmed. The procedure was completed successfully with a 15 minute extension. Per the report, the patient is being monitored with "regular follow ups including check-up with CT". Sometime post-operatively, it was confirmed that cement extravasated outside of the vertebral body. It was also reported that a "revision surgery of laminectomy or fusion with pedicle screws might be considered if clinical course requires". No patient symptoms were reported.

Manufacturer narrative:
(B)(6). (B)(4).